Event description:
The user's hearing performance was affected. Reportedly, the user had not been hearing with the device for about 2 years. The user reported pain at the implant site when wearing the audio processor for about 3 hours. The user has been re-implanted with a shorter electrode array due to a cochlea malformation revealed via imaging. At explantation 4-5 channels were found extra-cochlea.

Manufacturer narrative:
Conclusion: based on the received information from the field, the device did not provide sufficient benefit due to a partial migration of the active electrode out of cochlea, which could be confirmed during explantation surgery. Further the recipient experienced pain most likely due to electrical stimulation in the middle ear caused by the extra-cochlea channels. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user's hearing performance was affected. Reportedly, the user had not been hearing with the device for about 2 years. Additionally, the user reported pain at the implant site when wearing the audio processor for about 3 hours. The user has been re-implanted with a shorter electrode array (form24) due to a cochlea malformation revealed via imaging.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.